Manufacturer narrative:
Device was not returned. If additional information is received it will be reported on a supplemental report. (B)(4).

Event description:
During extraction of asnis 3 4.0mm screw, the screw thread stopped at cortical bone, and the screw could not be extracted. The surgeon tried to extract the screw with pliers forcibly, but the screw broken. He used the extractor to extract the broken part of the screw. The extractor also broke. Finally, the broken part of the screw remained in patient, and the surgery was finished.